Manufacturer narrative:
Other text: no product was returned. The investigation determined the most probable cause to be the dso sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted. A1 updated, d3, d4: catalog number, serial number, UDI, g5, and h4 are unknown. D3, g1, and g2 email is: (B)(6), corrected data: h6: health effects.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump malfunction while at work and states they are feeling very sick already, no details provided. Patient reports pump keeps giving high pressure alarm despite resetting it. Patient confirmed there is no blockage but does not have the backup pump available to switch over to. Author counseled patient that the window, half life of veletri is tight and that their safest option is to go to the ER; patient voiced understanding. Author informed pt that we will follow up with them later today to see if a pump replacement will be required. Malfunctioning pump serial number was not provided. Product lot number and expiration date were systematically retrieved from the dispensing system. The reported product fault occurred while in use with the patient. The product issue cause or contribute to patient or clinical injury.